Event description:
The pt quit responding to the implant after the pt hit the pt's head. Explantation/reimplantation surgery was done in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.